Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device forceps channel under the video endoscope had dirt inside that cannot be cleaned. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No new information was provided by the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2025.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device forceps channel under the video endoscope had dirt inside that cannot be cleaned. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No new information was provided by the customer.

Manufacturer narrative:
Correction is being made to previously submitted f6 - date user facility/importer was aware, which was not late. The correct date was 05/07/2025.